Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is no documentation that indicates the liberty select cycler caused or contributed to the patient¿s inguinal hernia. At this time, there have been no reported allegations of a liberty select cycler malfunction or deficiency associated with the patient¿s hernia event. It is unknown if the patient¿s inguinal hernia was pre-existing prior to start of pd therapy due to lack of information. The cause of the patient¿s inguinal hernia is unknown.

Event description:
During follow-up for a separate hernia event, it was reported the patient had a prior inguinal hernia. Per the nurse, the inguinal hernia was repaired (unknown date). It is unknown if the patient¿s inguinal hernia was pre-existing prior to start of pd therapy. Additional information was solicited, but unavailable.